Event description:
Customer reported the system is displaying intermittent charger errors, motion errors and the joystick is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and calibrated the c-arm motion function. System operates as intended.